Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion, and replaced with another guidant ICD. Upon receipt at guidant's reliability assurance laboratory, the device did not meet expected longevity.